Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. Blood glucose level was 400 mg/dl. Customer alleged that the insulin pump was under delivering insulin. Customer treated high blood glucose with manual injection and insulin pen. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Displacement test was passed. The insulin pump will not be returned for analysis.